Manufacturer narrative:
The explanted device was returned to the manufacturer for evaluation and is currently being analyzed. No further information is available at this time. A supplemental report will be submitted when the device analysis is completed.

Event description:
The patient was implanted with a left ventricular assist device (lvad). It was reported by the vad coordinator that the patient has been experiencing multiple pulsatility index (pi) events with increased lactate dehydrogenase (ldh) from 1700 to 2800. It was noted that patient had right heart failure post implant that required a temporary rvad. He has been receiving dialysis for multiple days, is jaundiced and has not been extubated since implant on (B)(6) 2012. His chest remained open until (B)(6) 2012 when the rvad was removed. He was then taken to the operating room for placement of trachea and was recently been removed from heparin gtt and coumadin because of bleeding from the trachea site. The patient is not maintaining set speed and pulsatility index (pi) is 6-7's with no decrease and increase in rpm's to 10,000 rpm. Patient also had clostridium difficile infection and currently has bacteremia. Additional information was received advising that the patient was taken to the catheter lab where a catheter was inserted into the groin and moved up and into the outflow graft where a balloon was deployed to block the outflow graft. At that time, the pump stopped to see if the hemolysis of blood cells would stop and thought the patient would regain some function. The patient was maintained on multiple gtts in order to maintain heart function. On (B)(6) 2013, the patient was taken to the operating room (or) to have the pump explanted due to pump thrombus. Patient is not doing well.